Manufacturer narrative:
The pusher, implant coil, and dispenser hoop were returned. The introducer and microcatheter were not returned. The pusher was undamaged. The implant coil was stretched and kinked. The warning mark was partially shrunk. The reported complaint is confirmed. The physical evaluation of the returned coil system found the warning mark to not be fully shrunk around the pusher. The warning mark was loose, which would result in the distance between the pusher of the coil and the mark point to appear inconsistent, as described in the reported complaint. The root cause is an oversight in manufacturing that led to the warning mark issue. Quality and manufacturing have been made aware of the findings.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer. The analysis is underway.

Event description:
It was reported that the marker points on the embolization coil were "incorrectly marked." The distance between the coil pusher and the mark point was not consistent. There was no reported patient injury.